Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor within 10 minutes. Results of 22 mg/dl, and 100 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A f/u report will be submitted when the investigation is complete.